Manufacturer narrative:
Batch review performed on 12-aug-2024 lot 2246174: (B)(4) items manufactured and released on 17-apr-2023. Expiration date: 2028-03-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 12-aug-2024: reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot 2243585: (B)(4) items manufactured and released on 16-dec-2022. Expiration date: 2027-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 2 other similar reported events during the period of review.

Event description:
The patient had a primary shoulder surgery on (B)(6) 2023. On the (B)(6) 2023, the patient came in reporting pain due to a joint luxation. The surgeon revised the glenosphere and liner. On (B)(6) 2024, the patient came in reporting pain due to a joint luxation. The surgeon revised for the second time the glenosphere and liner. On (B)(6) 2024, the patient came in reporting pain due to a dislocation of the liner for the glenosphere. The cause of the dislocation is unknown. The surgeon revised the liner and the surgery was completed successfully.

Manufacturer narrative:
Note: this information was discovered after investigation with the branch related to the subsequent revision surgery (B)(6). Additional implant involved (not revised), batch review performed on 11 august 2025 reverse shoulder system 04.01.0209 lat. Glenosphere 42xø24.5 (k193175) lot 2103993: (B)(4) items manufactured and released on 01-jul-2021. Expiration date: 16-jun-2026. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.